Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Unable to perform displacement test due to unresponsive buttons. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported a button error. The blood glucose reading was 227 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.